Event description:
Pt received multiple inappropriate shocks due to automatic implantable defibrillator / cardioverter - aicd - lead fracture. After investigation of inappropriate shocks, chest x-ray showed "fractured sensing coil". Pt was admitted to the hosp and underwent surgical placement of new aicd system in 2001.